Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient experienced glare/halos. Clinical reason being mentioned as mechanical complication of intraocular lens (iol). The iol was explanted and exchanged for an unknown monofocal lens in the secondary implant procedure. Additional information has received and it states that the lens replaced with non company lens and there was no impact to the patient.